Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they got critical pump error was displayed on the customer¿s blood glucose level was unknown at the time of incident. Troubleshooting was performed. The product will be returned for the analysis.

Manufacturer narrative:
Device passed displacement, rewind, prime, basic occlusion, force sensor, occlusion, active current measurement test but failed sleep current measurement and self tests. Per visual inspection there were traces of corrosion on the electronic board, assembly, and motor. Device has a crack on the battery tube which extends to the top where the battery threads are located.